Manufacturer narrative:
Two needles were returned cut from their tubing and with bent shafts, therefore the investigation of these needles cannot be done. The needles lot DHR could not be reviewed because the kits lot numbers are unknown. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury. Note - MDR for the first needle was submitted under MFR # 9616793-2019-00013.

Event description:
During the first freeze cycle the doctor noticed the shaft of two of the iceforce 2.1 cx 90° cryoablation needles started to collect frost. The patient's skin was protected to prevent any injury. The procedure was completed as expected with no injury to the patient.